Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe was found with volumetric inaccuracy. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: received 5 unused samples of 50ll lot 1402352 and 2 pictures for investigation. Upon visual inspection of the five samples and 2 pictures received, no damage or molding defect can be observed in any of them that could have caused the alleged defect. The pictures show an arrow on barrels which point a line of the barrels. This is not a molding defect, barrel meets specification design. DHR of lot 1402352 has been reviewed not finding any incidence or deviation regarding the alleged defect. Syringes are recognized by infusion pumps according to pump software and external diameter of syringes. External diameter of the five samples received is measured and results are within specification limits dp-151-01. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: 1. Visual inspection: -molding: 2 injections per shift -printing: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift -assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift -primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: -printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. According to results no manufacturing defect has been found in the syringes received. Based on severity and occurrence no formal CAPA is required according to internal procedure.